Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure with a cxi support catheter, the device was advanced from the femoral artery (fa) to the lesion in the popliteal artery by cross-over approach. During advancement of a wire guide through the cxi, the physician became unable to transmit torque to the wire guide. He then removed the cxi from the patient and noted a kink in the shaft of the cxi. Another catheter was then used to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection and functional testing of the returned device was conducted during the investigation. One used cxi support catheter was returned for investigation. A 0.018 inch wire guide was advanced into the catheter. The wire guide was not able to advance beyond the twisted section of the catheter tubing. Visual inspection showed kinks at 4.2cm 16.2 cm. And 65.8 cm from the proximal hub. Twisting in catheter was noted from to 74 cm to 77.0 cm from the proximal hub. The hub strain relief and distal tip have no damage noted. Review of the device history record shows no nonconformances which could contribute to this reported product event. There was one other unrelated complaint for this lot number. The device is shipped with an instruction for use (IFU) that detail the following precautions: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction". The physician reported that: "it was difficult to advance the device to the lesion due to severe calcification". Based on the information provided and results of the investigation the root cause may be related to patient anatomy. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.